Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. The customer reports speaking with someone in the help line few weeks ago in regards to low bgs. The customer stated that all testing was done and pump was fine. The customer was advised to speak with doctor in regards to possible changes with the basal rates. The doctor changed basal rates but the customer continues to experience low bgs for no reason. The customer was advised to call back and have pump replacement if bgs continues. Also they had called to report that alarm occurred in tree separate occasions.